Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please confirm did the suture broke into separate pieces or the entire suture separated from needle? From info gathered from nurse, whole suture was separated from the needle, further inspection of the suture and needle can be done when the product with issue is collected and submitted. Can you confirm were there any patient consequences? Unknown. Can you describe what was used to complete the procedure? A new suture pack with the same specification was opened and used to continue the procedure. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an acl surgery on (B)(6) 2021 and suture was used. During the procedure, the suture snapped from swage after taking first bite of the incision. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 06/08/2021. A manufacturing record evaluation was performed for the finished device vcp9581h; qjbcrse0 number, and no non-conformances were identified. Additional h-3 summary: visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code vcp9581 was received for evaluation. Clip off defect could be observed in the sample. The visual inspection concluded that the needle detached from the suture, the barrel hole was examined, and remnant suture was noted, the suture end is severely cut. The functional test could not be performed. The clip off defect has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.